Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons respond appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter claimed the up keypad button was hard to push and intermittently unresponsive when pressed. At the time of troubleshooting, the reporter denied any visible damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.